Event description:
Two clip applier malfunctioned during surgery causing a delay in case by 5 minutes. The staples would not come out. There was no injury and not much of a delay, but wanted to make you aware in case multiple staplers are jamming might be a mfg or product issue.